Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. A follow-up MDR will be submitted if additional information is received. Per an isi senior failure analysis engineer, as of 18-oct-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. A review of the event information has been performed by an isi medical safety officer and the following was noted: "it is difficult to draw a conclusion given incomplete data, but based on the limited available information, there was no malfunction of the ion system, instrument or accessory associated with the index ion biopsy which was associated with the patient¿s death three days later." This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient experienced post-procedure bleeding, hypoxia, and hypotension which were resolved with medical intervention. The patient subsequently expired 3 days post-procedure.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient experienced low blood pressure and a code was called. Pre-procedure, the patient had normal blood pressure and was a dialysis patient. There was no history of hyper/hypotension. Biopsy tools used included forceps and a 21-gauge needle; there were approximately 8 passes with each tool. The lesion biopsied was in the right upper lobe and its size was approximately 1 cm. The distance of the lesion to the pleura was greater than 5 cm. The procedure was completed prior to the drop in blood pressure per the physician, the ion system did not cause or contribute to the patient¿s hypotension. The physician reported that the patient experienced moderate bleeding of 100-200 ml from the biopsy. After the ion had been removed and while control of the airway was being obtained, a clot obstructed the endotracheal tube (ett) leading to hypoxia and hypotension. The hypoxia and hypotension resolved with clearance of the clot. The patient¿s pulse was lost and the patient received CPR for 1 minute. Intravenous blood pressure support medications including phenylephrine and epinephrine were provided. The patient¿s blood pressure returned to normal. The patient was admitted to ICU. Three days later, the patient expired. It was reported that the death was not related to the ion system. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.